Event description:
It is reported that the surgeon couldn't insert the articular surface properly. He completed the surgery with another surface of the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.